Event description:
It was reported that the health care professional (hcp) called technical services (ts) for programming assistance with this implantable cardioverter defibrillator (ICD) system due to pacing rate not as expected. Ts reviewed the presenting electrogram (egm) which showed patient was symptomatic with the atrial tachy response (atr) was at 90. Ts discussed programming optimization options with the hcp. No adverse patient effects were reported. The ICD remains in service. Subsequent additional information was received that reported that during a clinic visit, the presenting electrogram (egm) of this implantable cardioverter defibrillator (ICD) system was reviewed. It was believed that the atrial flutter response (afr) was activated due to farfield r wave oversensing in a pacing dependent which caused patient to be symptomatic. No additional adverse patient effects were reported. This ICD remains in service.